Event description:
A facility reported that during a surgical procedure the fluid would not prime all the way through to the cusa clarity 23 khz extended length laparoscopic tip (c7404ls), causing pressure to build up and the pump to make a ratcheting noise. Additional information was reported as follows: 1. Was there a delay in surgery due to product problem? If yes, how long? This causes a delay to the surgery. I was only present for the first portion of the delay which was 45 minutes. I'm not sure how much longer the delay was once I left. 2. Please advise what the total amount of surgical delay for this case was in minutes/hours. I don¿t know and was not able to get additional answers from the hospital. 3. Was the patient under anesthesia when the malfunction occurred? Yes.

Manufacturer narrative:
Cusa clarity 23 khz extended length laparoscopic tip (c7404ls) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies were found that could contribute and/or be related to the reported condition. Failure analysis - the investigation of the unit confirmed that the returned tip is clogged. Root cause - the root cause is most likely that matter got stuck inside the device during use. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.